Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged when a surgeon noted a haptic was missing on the iol after insertion. The surgeon reported that he had to enlarge the incision to exchange the iol. The surgeon further reported that the patient experienced diffuse corneal edema. The surgeon reported the patient's vision has corrected to 20/20 with only a small patch of edema remaining. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/04/2008, 11/05/2008 and 11/18/2008 by phone, fax and mail. A completed questionnaire has not been received.